Event description:
(B)(4). I was implanted with a medical device implant essure in (B)(6) 2013. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have the expiration date. The onset of my complaint started (B)(6) 2014. This is a list of my side effects and symptoms that I have experienced due to essure. Heavy bleeding during menses, abnormal menses, anxiety, dizziness, fatigue, nausea, weight gain, bowl issues, swelling of feet, joint pain, memory issues, sharp pains in abdomen, frequent urination, headaches, mood disorder, skin irritation/itching, pelvic pressure, pain and stabbing, vaginal burning, abnormal vaginal discharge, abdominal spasms/twitching fluttering and cramping. I have not been seen by a doctor. The device is still inside of me. The device was not returned to bayer.